Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 125,852 joules during a prostate procedure. The procedure was completed with a second fiber. No user or end user injury was reported.